Event description:
End user called in and alleges that the right caster came loose from the wheelchair and allowed the wheelchair to tip. She states that this caused her to be pitched out her chair. She claims she fell and hit her cheek on the kitchen counter. She claims she blacked out for 3-15 minutes but does not remember the duration of time she was blacked out. She received medical attention and she stated the doctor said she did not have a concussion. End user claims to be hurt but not seriously. End user sent photographs of her alleged injuries. She claims a few weeks prior to the right caster coming loose the left caster was loose but the dealer tightened the bolts and she had no problems with the wheelchair on (B)(6) 2010. End user received the wheelchair on (B)(6) 2010. Account mgr will be contacting end user to arrange to pick up the wheelchair involved in the reportable adverse event on or around (B)(6) 2010. The account mgr will return the wheelchair to the MFR to be evaluated so we can complete our investigation.

Manufacturer narrative:
Product has not yet been returned to the MFR for eval and it is unk if or when the MFR may have the opportunity to evaluate the device. A supplemental f/u report will be submitted as soon as we complete our eval and investigation.